Event description:
It was reported pericardial effusion (pe) occurred. During a watchman left atrial appendage occlusion (laao) procedure, a versacross connect (vcc) laac kit was selected for use. There was a trivial pe noted when sweeping for pre-existing pe around the right ventricle prior to implantation. The physician obtained right femoral vein access and an 8 fr sheath, and the versacross pigtail rf wire was inserted and advanced to the superior vena cava (svc). The 8 fr sheath was exchanged over the wire for a watchman fxd double curve access system (was). While advancing was over the wire to the svc, difficulty was encountered due to the posterior and lateral orientation of the svc in relation to the inferior vena cava (ivc) and right atrium. The wire made a moderate turn into the svc, allowing the was to enter the right atrium instead of tracking the wire into the svc. The wire was kinked at an angle of 35 to 45 degrees. This kink made it difficult to advance the was over the wire. The wire was withdrawn into the dilator, the drop down to the fossa was performed, once the position was obtained for transseptal puncture, an attempt to advance the wire was made. The physician was having difficulty advancing the wire, clocked the sheath off of the fossa and reattempted to advance the wire, which was advanced outside the dilator. A new rf wire was used to gain ts access to the left atrium. The new rf wire was exchanged for the bent wire and transseptal puncture was made using the existing was and vcc dilator from the first versacross kit. From this point, the watchman implantation proceeded in a normal manner. A 27 mm watchman flx pro delivery system and closure device was inserted, deployed, and released, after it was determined that it met the release criteria. Following the release of the closure device, it was determined that the patient had a pe that had increased to about 10mm, mainly around the right ventricle and extending to the left ventricle. Once the heparin was reversed with protamine sulfate, a pericardiocentesis tray was used to insert a drain and 80cc of dark colored, venous appearing fluid was aspirated and removed. When accessing the pericardial sac during the pericardiocentesis, the drain tube was stitched (puncture made into and out of the pericardial sac), allowing fluid to leak into the thoracic cavity, resulting in a reduced amount of aspirated fluid. Following a period of observation, it was determined that the effusion was stable and no longer increasing. The pericardial drain was removed and a dressing applied to the puncture sight on the chest. The patient was to be monitored overnight and discharged the following day barring any further complications. Per the physician, it was suspected that the wire punctured the intra-atrial septum from the right atrium and entered the sulcus when trying to manipulate the kinked vcc rf wire prior to exchanging for a new vcc wire. Also, that the manipulation of the was system immediately following the kinking of the vcc rf wire sustained during was insertion, and prior to the decision to replace the vcc wire.